Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. (Patient date of birth and weight are unknown). According to the complainant, during the procedure, the cervical seal was not intact and fluid loss occurred. The patient sustained a burn to the cervix. Additional follow up information reported that a cervical leak occurred during the procedure. The physician applied two tenaculums during the procedure. A second degree burn to the cervix was confirmed. The size of the burn has not been provided. Antibiotic ointment was applied to the affected area. The specific type of antibiotic ointment is unavailable. There were no further complications reported with this event. The condition of the patient is reported to be "fine." An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.